Event description:
The facility reports the resident was in the standing position on the lift. The resident was resisting care and started moving when the clip came undone. The resident raised her arms and fell to the floor, hitting her head on the floor. The resident sustained a laceration to the back of her head. The wound was cleaned with normal saline and left open to air.